Manufacturer narrative:
A supplemental report is being submitted to include additional information and document the related manufacturer report number in section h10 (related report numbers). This is one of two manufacturer reports being submitted for this case. Please see manufacturer report number 2015691-2025-03215 for details of the other event. The investigation is still ongoing.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia valve, the valve embolized into the aorta. It was believed that the commander delivery system balloon did not inflate consistently. It was felt that the aortic portion of the balloon had inflated almost completely before the ventricular portion of the balloon inflated. The valve was noted to be stable and a decision was made to not pull the valve back into the descending aorta. Subsequently, a second 26 mm sapien 3 ultra resilia valve was prepped. There were no issues during the second implant attempt and the second valve was implanted successfully. Additional information was received revealing the embolized valve lost entire contact with the annulus and was left superior to the left main (lm) coronary artery.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information based on the investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Visual evaluation of the returned delivery system revealed no visual abnormalities. The balloon deployment and inflation/deflation time were evaluated. The recorded measurement shows that the device met the specification. The balloon was able to be inflated without difficulty and the balloon deployed symmetrically. No abnormalities were observed. There was imagery provided for evaluation. The measurement indicated that the left ventricular outflow tract (lvot) has an oval shape while the inflow region is more circular. There was the presence of an impella (non-edwards) device in the ventricle. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the inflation difficulty that resulted in the valve embolizing into the aorta and required another valve to be prepped and deployed was unable to be confirmed. Evaluation of the returned device showed that the device conforms to specifications. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "it was believed that the commander delivery system balloon did not inflate consistently. It was felt that the aortic portion of the balloon had inflated almost completely before the ventricular portion of the balloon inflated." Evaluation of the returned device did not reveal any abnormalities. The balloon was able to be inflated without difficulty and the balloon deployed symmetrically. The balloon inflation/deflation time were evaluated, and the recorded measurement shows that the device met the specification. In this case, the investigation did not conclusively identify the root cause of the reported event. Based on the available information, patient anatomy may have been a contributing factor. A review of the provided imagery revealed an oval-shaped lvot, which can create uneven resistance and potentially lead to asymmetric balloon expansion. In addition, the impella (non-edwards) device was present in the ventricle, and its mechanical interference may have further contributed to the asymmetrical expansion. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.